Manufacturer narrative:
The device has been received, however, the investigation has not yet begun. This report will be updated if the investigation requires.

Event description:
During an rf procedure, the generator displayed an error message. Troubleshooting efforts were unsuccessful and back up equipment was not available. The pt had been given a local anesthetic when it was decided to cancel the procedure.